Event description:
It was reported that the customer was inquiring about the status of a replacement transmitter for his insulin pump. His blood glucose was above 500mg/dl at the time of reporting. He also stated that there was a no delivery alarm on his insulin pump. He declined assistance with both his high blood glucose and the no delivery alarm. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.